Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer's blood glucose meter read "high" and customer had large ketones. Customer was hospitalized and was treated with insulin intravenous drip. Customer was released from the hospital on (B)(6) 2017.